Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a revision surgery due to a re deco and screw breakage. Customer kindly asks us to investigate why the screw broke. Screw breakage s1 - previous surgery was on (B)(6).

Manufacturer narrative:
(B)(4). The expedium single innie 7 x 40 mm polyaxial screw (product code: 1797-12-740, lot number: avkbl8) was returned to the customer quality unit (cqu) on november 1st, 2017. The screw was found to be broken at its neck. The screw was subsequently submitted for fracture analysis. Visual examination at the macroscopic level reveal that the fracture occurred at the transition between the screw shank sphere and the screw shank body. The proximal region of the screw shank body also reveals tool marks on the external threads; likely occurred during extraction from the patient after device failure. An optical image of the fractured surfaces on the shank sphere and shank body show evidence of fatigue progression across a smooth surface region. The fatigue propagated across this surface towards the suspected termination site where full failure / fracture occurred. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the reported device becoming loosened cannot be positively determined. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.